Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis revealed a damaged insulation at the distal area of the lead. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed intra-operative damages i.e. A deformation of the rv shock coil and an over-rotation of the inner coil. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to out-of-range shock impedances which the physician felt indicated a lead integrity issue. The physician attempted to replace this lead; however he was unable to advance the new lead through the svc and into the heart. The physician placed a smaller competitor's lead the next day. Should additional information become available, this file will be updated